Event description:
(B)(6) (home health therapist) called to report to us that allegedly the walker (B)(6) is using is wobbly. She alleges that the screws seem as though they need to be tightened. She alleges he has had this walker about 6 months.